Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B)(6) 2013, inratio: 1.7, lab: 4.0. Pt's therapeutic range: 2.0-2.5. Time between tests: 1 hour.